Event description:
It was reported that "in 2004, patient underwent a surgery. 10 months after the surgery, he took an x-ray to check if everything was ok, and then it was found that the two screws were broken. In 2005, the broken products were explanted."

Manufacturer narrative:
Method: neither the device nor x-rays were available for evaluation. Results: not determined due to insufficient information.